Event description:
It was reported via repair work order that the siderail could not be locked in the upright position because the siderail arm weldment was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail would not lock in upright position due to bent siderail release handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the siderail could not be locked in the upright position due to siderail arm weldment was bent.